Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 40 mg/dl, which was treated with food and glucose tablets. The customer's mother stated that the customer experienced low blood glucose for about 1 month. Upon inspection, it was found that the reservoir showed the same amount of insulin as shown on the status screen. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.